Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional malfunctions during evaluation that are non-reportable are as follows: the suction cylinder (s-cylinder) had no color, the plug unit, cable unit, and the circuit board unit in scope connector (s-connector) had corrosion due to water leakage. The image guide (ig) protector was damaged, plastic distal end (c-cover) had a scratch, adhesive around objective lens and adhesive around light guide (lg) lens had discoloration. The adhesive on bending section cover (a-rubber) was detached, connecting tube had a cut, universal cord had a wrinkle, and the instrument reports error e216, after cleaned and dried several times. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a whitish foreign material was found inside the jet tube (j-tube). There were no reports of procedure and patient involvement.